Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, intermittently, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed; the unit had an intermittent image issue. The issue was isolated to the customer's baton and the fault was determined to be an intermittent baton failure. The image periodically disappeared during the test when the camera flex tube was wiggled. There were no repairs available for this issue; a baton replacement was necessary. The device was returned to the customer. Service considered completed.